Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system, compared to a professional meter, within 10 minutes: at 7:57 p.m. The results were 224 mg/dl (aviva meter) and 86 mg/dl (paramedic's meter). At 8:06 p.m., the results were 114 mg/dl (aviva meter) and 94 mg/dl (paramedic's meter). No adverse event reported. Return of the suspect device was requested for evaluation.